Manufacturer narrative:
No testing was performed because no sample was provided. As the cuff leak was observed after placement, it is suspected that the reported failure occurred during the tracheostomy procedure due to contact with sharp edge which is in conflict with instruction for use. A review of the device history records found no non-conformances. There was not any other customer complaints raised against reported lot number.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated in the report that on (B)(6), the doctor discovered that the tracheostomy cannula was leaking air, with secretions from the cuff leaking into the airway, leading to prolonged pneumonia, and replaced it with a new tracheostomy cannula. There was patient involvement. No patient harm.